Event description:
During a procedure there was a defective disposable rumi. Balloon did not deploy. It was immediately replaced with a new one.======================manufacturer response for rumi ii/koh-efficient 4.0cm, rumi ii/koh-efficient 4.0cm (per site reporter).======================device #1is this a laboratory device or laboratory test?no.